Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient sought medical attention due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels while wearing the pod between 4 and 24 hours on the leg and history as follows: (B)(6). The pod was removed and the cannula was noted to be bent. The patient used a manual insulin injection, changed the basal program segment on the omnipod personal diabetes manager (pdm) to treat the hyperglycemia but the bg levels did not decrease and tested positive for high ketones. At the hospital, she was placed on an intravenous (IV) drip.